Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user informed drawer jammed and failed to open, rebooted but failed to recover drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had jammed and was unable to open. A field service engineer (fse) addressed multiple failures in auxiliary drawer 4.2, noted worn retractor bands on both sub-drawers, replaced both bands, had pharmacy inventory items without issues, and tested drawers successfully in diagnostics. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.